Event description:
It was reported that the insulin pump alarmed motor error during a prime attempt. The blood glucose reading was 111 mg/dl. No significant events leading to the alarm were observed. The customer stated that every time he tried to prime his infusion set, the insulin pump would go straight to motor error and he was unable to get out of that process. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, prime test, and displacement test. However, the device was received stuck in the motor error loop during bolus and or basal delivery. Motor position encoder error alarm was not confirmed due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.